Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that high, out-of-range, pacing lead impedance was observed. Radiology report expressed that the lead was twisted and knotted, potentially due to twiddler's syndrome. The lead was explanted and replaced. The patient suffered no ill effects from the event and left the room in stable condition.